Event description:
Tech found bed vacant. Tech discovered head of bed not raising.

Manufacturer narrative:
All other functions ok. Adjusted manual CPR. Problem solved. No known incidents involving patient or staff associated with this repair.